Manufacturer narrative:
Troubleshooting was performed with the customer. Discussed limitations of the test per the pi with an emphasis on: very dilute urine specimens, as indicated by a low specific gravity, may not contain representative levels of hcg. If pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested. False negative results may occur when the levels of hcg are below the sensitivity level of the test. When pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated. It is indicated that the product is not returning for evaluation. As the customer did not provide a lot number, a manufacturing record review and testing on reserve sample from the same lot could not be performed. Further investigation is not possible at this time.

Event description:
Customer unable to provide exact dates issue occurred, but states it occurred late (B)(6) to early (B)(6). Unable to provide lot number tests were performed on. Unspecified date: patient presented to facility due to a missed period. Patient urine sample was tested on consult diagnostics hcg urine cassette and the result was negative. The patient was instructed to come back in a few days to perform a follow-up test. A few days later: patient urine sample was tested again on the consult diagnostics hcg urine cassette kit and the result was negative. After obtaining the two negative results, the patient went to her ob/gyn and had blood work performed. The blood work provided a positive result. Exact result not provided. Customer unable to provide any further information regarding patient's ob/gyn visit. Customer confirms no treatment was provided based on the false negative results. No allegation of delay of treatment. No adverse outcomes reported.